Event description:
Bag ran dry (50ml overfill) , no alarms for air in the line. Verified that pump program was correct, no excessive priming was done, and reservoir volume was reset correctly with last bag change. Troubleshooting unsuccessful. Same issue as event 5 days prior. Bag ran dry (50ml overfill), no alarms for air in the line. Verified that pump problem was correct, no excessive priming was done, and reservoir volume was reset correctly with last bag change. Troubleshooting unsuccessful. FDA safety report ID# (B)(4).